Manufacturer narrative:
D9/h3: a portion of the percutaneous lead was returned for evaluation. Incidental findings: the returned distal section of driveline was found to have superficial silicone jacket damage. Manufacturer's investigation conclusion: evaluation of the returned distal section of driveline confirmed wire fatigue that could have caused the low speed and pump stop events while the device was connected to the mobile power unit (mpu), as confirmed through review of the submitted log file. It was reported that the patient experienced low speed alarms when connecting to the mpu. The patient was placed on battery power and then on an ungrounded patient cable. The decision was made to perform an external driveline replacement on (B)(6) 2023. After the replacement, the patient was connected to a grounded patient cable with no alarms. The submitted driveline x-rays were reviewed; however, a driveline wire compromise was unable to be confirmed through the submitted images. Review of the submitted log file confirmed low speed and pump stop events while the device was connected to the mpu. These events were associated with low speed advisory, low speed hazard, low flow hazard, time base fault, and motor stop alarms. The pump otherwise maintained a speed above the lsl. There were no other notable alarms active in the log file. Approximately 16.5¿ of the replaced section of the driveline was returned for evaluation. Using a digital multimeter, the replaced driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Upon disassembly of the driveline, visual inspection of the underlying wires confirmed a partial fracture in the red wire approximately 2.5¿ from the controller connector, near the terminus of the bend relief, with exposed inner conductors. Although a specific cause could not conclusively be determined through this evaluation, the observed wire damage appeared to be the result of abrasion with the metal braided shield due to repetitive flexing of the driveline. Visual inspection of the remaining driveline wires revealed no evidence of obvious damage to the wires or the underlying conductors. The remaining segments of the driveline were then submerged in a saline solution for high potential testing using an insulation tester to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the red wire contacted the metal braided shield while operating on a grounded power source, such as the power module with a grounded patient cable or the mpu, the resulting short to ground could have resulted in the low speed and pump stop events confirmed via the submitted log file. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 18aug2017. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had low speed advisory twice while at home. There were no other alarms noted, or changes in pump speed or flow. The alarm was heard while connecting to mobile power unit (mpu). This was thought to be possibly short to shield. The patient was advised to be placed on battery until log files and evaluation. The patient was in clinic on (B)(6) 2023 at 9am for evaluation. Per ventricular assist device (vad) coordinator team, the issue was suspected to be short to shield driveline compromise. The patient was using non-grounded cable at this time. Plan of care was to have driveline spliced by the team. It was further reported that the patient presented with low speed alarms. Upon interrogation, two pump stops were found. Log files confirmed a low speed event on (B)(6) 2023 and more frequent low speed and pump stop events on (B)(6) 2023 and (B)(6) 2023 while the patient was using the mobile power unit (mpu). X-rays were taken that revealed a couple suspicious external areas. Tech services was onsite (B)(6) 2023 for a driveline repair. The entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded cable after the repair and there were no alarms after torso movements. The patient was discharged and was instructed to continue the use of the no ground patient cable and battery power until the analysis of the percutaneous lead is completed.